Manufacturer narrative:
This report is submitted on march 19, 2021.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode to the outer ear canal. The implant remains in-situ.